Event description:
It was reported that the lead had dislodged and was repositioned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is being filed under exemption # (B)(4) for a 2 year retrospective review of reported events involving lead dislodgements; date range (B)(6), 2008 and (B)(6), 2010. This medwatch report represents 67 events (event type code serious injury) this event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.